Event description:
It was reported that patient enrolled in a (B)(4) study underwent left total hip arthroplasty on (B)(6) 2011. A postoperative radiograph revealed a distal lateral fracture with subsidence of the stem. The patient was taken back into the operating room the same day to replace the stem and modular head. Open reduction internal fixation was also performed to place cables on the femur.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture¿ and / or ¿fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and excessive activity.¿